Manufacturer narrative:
B5: this report, MDR 1820334-2020-00830, describes the event identical to that described in MDR 1820334-2016-00666. All further relevant information regarding this event will be submitted under MDR 1820334-2016-00666. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products= forceps (karl storz, tuttlingen, germany); 5-mm mustang balloon (boston scientific, marlborough, massachusetts). PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported in the literature, a (B)(6) paraplegic female with a history of a motor vehicle accident, left nephrectomy, and thoracic spinal cord transection presented for evaluation of an unspecified gunther tulip inferior vena cava (ivc) filter. The filter was placed twelve years prior for pulmonary embolism prophylaxis; however, there was no history of deep vein thrombosis. The patient presented with abdominal pain, a fractured filter leg on computed tomography (CT) scan, and concerns regarding the device. Retrieval of the filter was planned. A CT scan found that the apical hook and conical tip of the filter had penetrated across the ivc and was embedded into the pancreatic head between the common bile duct and pancreatic duct. The medial leg of the filter extended into the aortic wall, and the anterior leg was abutting/penetrating the duodenum. The posterior leg of the filter had fractured and had penetrated a vertebral body with visible bone remodeling noted. Aortic angiography was performed prior to filter manipulation. Another manufacturer¿s forceps were inserted into a 16 french cook performer sheath via the right jugular vein. The cranial-most intraluminal aspect of the filter was engaged. A second set of forceps were introduced via the right common femoral vein and used to stabilize the medial leg of the filter to avoid aortic injury. Rotational and caudal forces were directed on the internal jugular forceps to free the filter hook from the pancreas. When the filter tip was in an intraluminal position, it was retrieved into the sheath and after several sheathing attempts, was freed from the ivc and retrieved. The extraluminal fractured leg that was integrated into the vertebral body was left in place, as previously planned. Following retrieval of the filter, an aortic angiogram demonstrated no evidence of aortic injury; however, the midsegment of the right renal artery was severely stenosed. The stenosis was not present prior to the procedure or during the angiogram performed at the beginning of the procedure. The artery was accessed, and a 6 french cook ansel sheath was placed at the ostium of the right renal artery. Two-hundred micrograms of nitroglycerin was slowly infused into the artery without improvement of stenosis. Angioplasty was then performed with another manufacturer¿s balloon. Post angioplasty, an angiogram found significant improvement in the area of stenosis, with only mild, non-flow-limiting residual stenosis remaining. No further intervention was performed at that time. A one-month follow up CT angiogram demonstrated complete resolution of right renal artery stenosis. No further intervention was required. The authors state that review of the pre-procedural CT scan demonstrated close proximity of the right renal artery to the ivc filter cone. The authors hypothesize that the renal artery was injured during the rotational and caudally-directed manipulation of the filter with the forceps. Reference: farzanegan, f., & wang, s.l. (2017). Inferior vena cava filter with pancreatic penetration and complex retrieval complicated by renal arterial injury. Journal of vascular and interventional radiology, 28(9), p. 1306-08. Http://dx.doi.org/10.1016/j.jvir.2017.06.009.